Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy after a fall. Attempts program were unsuccessful. It was confirmed via x-rays that both leads had migrated, and surgical intervention may take place to address the issue.

Manufacturer narrative:
The patient had a fall. Patient experienced ineffective stimulation due to lead migration. X-ray was obtained to confirm that the leads had migrated. Patient surgery has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.